Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 30-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported during the index procedure after the bifurcate stent graft and bilateral stent graft limbs were implanted, a final angiogram identified an endoleak that appeared as a jet from the contra lateral gate or limb at the gate marker. The physician ballooned and repeated the angiogram however the jetting was the same. The decision was made to implant an additional stent graft limb etlw1610c124e, v07515579 inside the stent graft limb v29509306 on the right side. After relining and ballooning was done a final angiogram showed the endoleak was resolved. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported, and the patient is fine.